Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction was confirmed following inspection. No issues were identified during investigation that could have caused or contributed to the reported malfunction. The reported event could not recreated due to the already damaged states of the device and the nature of the alleged event. The complaint is related to the functional performance of the devices. Based on the DHR review of the implant, there were no manufacturing deviations to suggest that the device caused or contributed to the reported event. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown.

Event description:
It was reported that the abutment screw (B)(4) fractured inside of the implant. The fractured piece was removed and the patient was rescheduled for new screw placement. Tooth location 22.